Event description:
Reporter alleged blood glucose measured 387 mg/dl back to back with a result of 87 mg/dl however could not recall the time between tests. Customer stated checking in the meter memory to obtain the back to back results and indicated the readings were 320 mg/dl versus 93 mg/dl; however, no time and date were set on the meter. As a result of the comparison, no actions were taken or treatment reportedly received. A request was made for the return of the suspect product and replacement product was sent.